Event description:
It was reported the patient experienced discomfort at the ipg site due to ipg being superficial. The patient is to consult with the physician for surgical intervention to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further follow up identified the scs system was explanted.